Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to an atrial driven event. Reprogramming options were discussed. The field representative also mentioned that medication for this patient has been increased, reprogramming has been performed and the physician plans to continue to monitor. Further information was received that this device delivered another round of inappropriate atp due to atrial driven events. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device delivered once again inappropriate anti-tachycardia pacing (atp). Technical services (ts) discussed reprogramming options. No adverse patient effects were reported. At this time, this device remains in service. Further information was received that the device delivered yet another inappropriate anti-tachycardia pacing (atp) due to a supraventricular tachycardia (svt) episode. It was noted that atp induced the patient into a ventricular tachycardia (vt) episode. The device delivered an electric shock which successfully converted the rhythm. No additional adverse patient effects were reported. This device remains in service.